Manufacturer narrative:
The device was returned to olympus and the evaluation found: the rear end of the tissue pad was worn out. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to failure to follow instructions. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the rear end of the tissue pad was worn out.